Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Friend of patient reported that patient had pain in the leg since (B)(6) 2016. Patient thought that it was not related to implantable neurostimulator (ins) but as per the representative that it could have related to ins as patient was thin and it was too close to skin in (B)(6) 2017. Patient shut the therapy off for two days and pain went away 90%. Patient turned stimulation back on and pain was back again there. Patient was scheduled for explant or revision on (B)(6) 2017. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.